Manufacturer narrative:
Complaints database analysis revealed no similar event since unit installation in 2019. Based on the investigation findings, considering the results of similar complaints' database analysis, the root cause of the reported event was related to a defective patient bridge which did not allow water circulation in the circuit, most likely because of corrosion/degradation due to environmental conditions, as condensation, humidity and high temperatures, or the action of disinfectants used in cleaning procedures. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the 3t heater cooler system. The event occurred in lubbock, united states. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. Provided pictures show rust on system components. In order to solve the problem, the patient bridge has been replaced. Functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report regarding a heater cooler 3t system, showing the error pump 1 stirring mechanism will not start (e05), on patient side . The issue occurred during procedure. There is no report of patient injury.